Manufacturer narrative:
(B)(4). One unit was received for analysis. Visual inspection noted fluid inside the housing which indicated a leak had occurred. The cause was determined to be due to a ruptured bladder. The cause of the ruptured bladder could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from its reservoir. It appeared that the reservoir was torn vertically. The process step during which this occurred was not specified; however, it occurred after filling. There was no report of patient injury or medical intervention associated with this event. No additional information is available.